Manufacturer narrative:
Reporting institution phone number (B)(6).

Event description:
It was reported to philips the device gave error code 1111 - o2 device failed while in hft mode during patient use and shut down. There was no patient or user harmed. The customer contacted philips to inquire about repair. The customer was unable to duplicate the fault at their workshop. The customer would like the device to be sent to bench repair. Replacement of the da pca and o2 valve was recommended.

Manufacturer narrative:
Following the evaluation of the device, the bench technician replaced the da pcba and the solenoid valve to resolve the problem. The unit was then functionally tested and successfully passed the specified tests. No other abnormality was observed. Although requested to be returned, the removed components were not received for evaluation at this time. An update report will be submitted if the part is received and evaluated.

Manufacturer narrative:
The data acquisition (da) pcba and oxygen valve solenoid assembly were returned to failure investigation. The parts were tested, and no failures were identified. The customer issue could not be duplicated.